Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that that the patient leaks urine every time he sits down and stands up. The patient is wearing 10-12 pads per day. The patient has discussed his urinary incontinence with two physicians. The patient has a cystoscopy scheduled with the second physician to evaluate the functionality of his artificial urinary sphincter. No further information was provided.